Event description:
It was reported that a l-3b scooter had an unknown malfunction. It was unspecified whether there was injury or medical intervention. Additional information was requested.

Manufacturer narrative:
(B)(4) - follow up #001. Initial pr (B)(4) issued MFR. Report # 1531186-2013-03496, indicting the manufacturer as chien ti enterprise co., ltd. The correct manufacturer is c.t.m. Homecare products.